Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned . Hence, no conclusions can be drawn.

Event description:
It was reported that patient underwent laminoplasty with artificial plate system at levels c3-c7 on an unknown date. Post-op, csf leakage was suspected. Revision was performed. During the revision, surgeon removed a plate placed at c3 (catalog number not provided), treated csf leak, and placed another plate for the level. The product used in the patient. Patient complications were unknown. Csf leakage reported. Patient complications were reported.